Event description:
It was reported that during system implant, the physician attempted to insert the subcutaneous electrode terminal pin into the electrode port of the generator however, the tip of the electrode was not visible beyond the connector block when viewed from the top. The physician stated they attempted reinsertion three times and were unable to confirm a fully inserted electrode pin. A new electrode was requested so as to check whether electrode pin insertion was the source of the resistance. The new electrode was also unable to be fully inserted into the connector block thus, the physician requested a new generator. Using the second implanted electrode and the new generator, complete insertion of the terminal pin was achieved; confirmed via visibility on the connector block. Following system implant, defibrillation testing was completed with normal system measurements obtained. Both attempted implant products have been received for laboratory analysis. No resulting adverse patient effects were reported. The returned electrode was thoroughly inspected and analyzed. Visual inspection confirmed setscrew markings on the terminal pin and in the correct locations. The electrode was then inserted into an emblem header. This was completed with ease and without reported difficulty; setscrews were tightened down and again no anomalies were observed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection confirmed setscrew markings on the terminal pin and in the correct locations. The electrode was then inserted into an emblem header. This was completed with ease and without reported difficulty; setscrews were tightened down and again no anomalies were observed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a system implant, the physician attempted to insert the subcutaneous electrode terminal pin into the electrode port of the generator however, the tip of the electrode was not visible beyond the connector block when viewed from the top. The physician stated they attempted reinsertion three times and were unable to confirm a fully inserted electrode pin. A new electrode was requested so as to check whether electrode pin insertion was the source of the resistance. The new electrode was also unable to be fully inserted into the connector block thus, the physician requested a new generator. Using the second implanted electrode and the new generator, complete insertion of the terminal pin was achieved; confirmed via visibility on the connector block. Following system implant, defibrillation testing was completed with normal system measurements obtained. Both attempted implant products have been received for laboratory analysis. No resulting adverse patient effects were reported.